Event description:
It was reported that metal shavings were present on the device upon opening the package. There was no pt involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the investigation, the metal shavings were likely caused during the assembly process when pressing the straight pins into the drive shaft. A verification step has been implemented to ensure that there is no debris in the collet after the assembly.